Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit's electrical retractor cord- is stuck. There was no harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's electrical retractor cord- is stuck. Patient involvement is unknown.

Manufacturer narrative:
Updated fields - h6 (type of investigation, investigation findings, investigation. Conclusions). Corrected fields: h6 (health effect-clinical and health effect-impact code). Additional information: contact person phone number: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the power cord was wrapped around he tank, which had reseated the cord to it's proper spot from which the basic function test has been passed. Then the fse had further replaced the li-ion batery pack, tested the expired back up batteries. Then the unit had passed all the calibration, functional and safety tests. The unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a